Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not stay in standby mode. The customer reported that the device was displaying under patient leakage and patient trigger. During troubleshooting, it was reported that the customer was not seeing the proper patient readings. It was then noted that the average air reading was -1.2 slpm (standard liters per minute). The rse noted the part number for a flow sensor assembly. The device was evaluated by a service engineer (se), and it was reported that the device was tested, and it was observed that the device was blowing air at a high setting, despite changing the volumes. The se noted that the gas delivery system (gds) required replacement. This investigation is ongoing.

Manufacturer narrative:
Additional details were provided, and the service engineer (se) reported that the gas delivery system (gds) was replaced, and the software was updated to 3.00. The se noted that the device was now able to go into stand-by mode, and vitals are now being read on patient screen. The system meets the specification for the performed service and is returned to use.